Manufacturer narrative:
The pump passed the displacement test, rewind, and basic occlusion test. The pump was unable to prime during prime test due to faulty force sensor resistor. There was no motor error alarm noted. The motor passed motor test. The pump was received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 415mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.